Event description:
Cancellation report being submitted following confirmation from quality that the use of an incorrect size wire guide could have contributed to the deployment issues noted in (B)(4) (FDA ref no. 3001845648-2020-00640).

Manufacturer narrative:
PMA/510(k) #: k163018 cancellation report being submitted following confirmation from quality that the use of an incorrect size wire guide could have contributed to the deployment issues noted in (B)(4) (FDA ref no. 3001845648-2020-00640).

Manufacturer narrative:
PMA/510(k) #: k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Difficulties of deployment with the 2nd stent. Defective release after several test : too long part of the stent in the duodenum. Need to cut the metal stent (with argon). This report is being submitted to document - user error: incorrect size wireguide used.